Event description:
On (B)(6) 2014, it was reported that the patient's mother stated that the insulin delivery was not sufficient because the cannula was broken. She stated that she noticed wetness and the patient's blood glucose level was elevated to 324 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.